Event description:
It was reported that upon 80% deployment of a transcatheter valve, the implant depth of the valve was assessed to be too deep. Upon recapture, the tip of the delivery catheter system (dcs) was observed to be folded over itself, and the valve was unable to be recaptured. Subsequently, the valve was withdrawn from the patient and a new transcatheter valve was used to complete the procedure. Per the physician, the patient's tortuous anatomy contributed to the event. It was noted that a 4 minute procedural delay occurred due to dcs issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. Two images of the valve deployed just prior to the point of not recapture were provided. Assuming proper position of the reference pigtail catheter, depth on the non-coronary cusp was approximately 6mm in a cusp overlap view. An lao view was provided but depth on the left coronary cusp cannot be confirmed because a contrast injection was not performed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. It was reported that during a recapture attempt, the capsule flare folded over itself. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the capsule flare folding during recapture and additional information is needed to determine cause of the capsule flare folding. It was reported that eventually the valve was removed, and a new system was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.